Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection showed the right plunger case was cracked. A review of the event history log (ehl) identified primary audible alarm post and auxiliary control unit (acu) watchdog failure. During the functional testing was unable to duplicate the reported issue. The root cause of the issue could not be determined. A corrective and preventative action has been opened to address the reported issue. Replaced speaker as preventive measure. Performed preventative maintenance and all functional testing.

Event description:
Information was received regarding a /medfusion 3500 pump. It was reported that the device gave an acu watchdog failure and primary audible alarm. It is unknown if there was no patient, or clinician injury associated with these occurrences. No further details provided at this time.